Manufacturer narrative:
The presence of the s antigen was confirmed on cell 3, from retention panocell-20, lot 03745. The customer did not return product or sample for investigation.

Event description:
Customer reported unexpected negative reactions with cell #3 (s+s-), of panocell-20, when performing antibody identification testing on a pt specimen. The patient's sample was sent to a reference lab; anti-s was identified.